Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate, cartridge alarm 5 and cartridge alarm 19. Another cartridge was unable to be loaded. Customer reverted to using manual injections for insulin therapy. Blood glucose was 152 mg/dl.

Manufacturer narrative:
The device investigation was completed. The cartridge alarm 19 was verified. Alarm 5 and fill estimate could not be verified.